Event description:
It was reported that the patient was admitted to the hospital with palpitation symptoms and feeling unwell for multiple days. Presenting electrocardiogram showed loss of atrial capture and manual bipolar pacing thresholds were high. The physician noted that no automatic alert was received via remote monitoring for a clear rise in right atrial pacing thresholds. The field representative explained that right atrial automatic threshold (raat) test is always done in unipolar despite the output being programmed bipolar and instances of possible dislodgement where the raat is less then 5.0 volts, but bipolar pacing thresholds is > 5.0 volts may not trigger a yellow alert. The device was reprogrammed, and the patient was discharged pending a possible repositioning of the ra lead. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that the patient was admitted to the hospital with palpitation symptoms and feeling unwell for multiple days. Presenting electrocardiogram showed loss of atrial capture and manual bipolar pacing thresholds were high. The physician noted that no automatic alert was received via remote monitoring for a clear rise in right atrial pacing thresholds. The field representative explained that right atrial automatic threshold (raat) test is always done in unipolar despite the output being programmed bipolar and instances of possible dislodgement where the raat is less then 5.0 volts, but bipolar pacing thresholds is > 5.0 volts may not trigger a yellow alert. The device was reprogrammed, and the patient was discharged pending a possible repositioning of the ra lead. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.